Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "fluid leaked from one of the ports in the IV tubing." An incomplete date of event of (B)(6) 2017 was provided. No patient harm was reported.